Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: (B)(4) implantable pulse generator 2005 (B)(6); 5054-52 implantable pacing lead 2005 (B)(6). (B)(4).

Event description:
It was reported that the patient presented to their physician due to palpitations. Noise was confirmed on both the atrial and ventricular channels when the patient raised and lowered their arms. It was noted that five months earlier, there was a lead warning for high impedance for the right ventricular (rv) lead and there was increased impedance for the right atrial (ra) lead. Consequently the rv lead was explanted and was replaced. The patient continues to be monitored. No patient complications have been reported as a result of this event.